Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the valve dislodgement was likely due to the valvuloplasty balloon that kinked at the valve frame, necessitating a second valve implant. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a balloon aortic valvuloplasty (bav) was performed. The balloon kinked at the top of the valve frame. As the balloon was advanced, it dislodged the valve from the annulus. A second valve was implanted valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.